Event description:
The customer reported that during the insertion of the screw in the bone, the screw and the screwdriver broke off. The surgeon removed the broken product from the pt and completed successfully the procedure using another item available in the theatre. No adverse consequences were reported.

Manufacturer narrative:
Based on the limited info rec'd, suspected root causes are: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized, insertion over a bent guidewire.